Event description:
It was reported that a increase in capture threshold was observed on the lead. No lead anomalies were seen on fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.